Event description:
Patient presented to the physician with pain from doing increased activities and the ipg moving in the pocket. Physician brought the patient into the or and observed that one of the sutures had broken, and the ipg had flipped upside down. Physician repositioned the ipg, placed the ipg in a tyrx pouch, re-sutured, and closed.